Event description:
It was reported that there were high impedances. The following high impedance were read: on the left side: c,1 2955 ohms c,2 2655 ohms 1,2 5359 ohms the patient was programmed to 3+ 0-. On the right side: c,8 2168 ohms the patient was programmed to 11+ 9-. On the right side, his tremors came back 3 weeks ago. There were no falls/trauma prior to the therapy problem. It was later reported that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0bfhu, implanted: (B)(6) 2013, product type; lead. Product ID: 3387s-40, lot# va0bfhu, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2013, product type; extension. Product ID: 3387s-40, lot# va0bfhu, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0bfhu, implanted: (B)(6) 2013, product type: lead. (B)(4).